Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer regarding a patient who had an implantable neurostimulator (ins) for interstim - other. It was reported patient had back pain and wanted to get MRI guidelines. Patient's son reported that the interstim hasn't worked for years. No further complications were reported or anticipated.